Event description:
The account noticed a burning smell and smoke coming from the prism analyzer monitor. The operator unplugged the monitor and requested service. Service replaced the prism analyzer monitor. No injury was reported.

Manufacturer narrative:
Service replaced the faulty monitor and the issue did not recur. There was no damage to the prism analyzer. Abbott prism operations manual refers to section 8, hazards, notes "caution" associated with electrical, mechanical and physical hazards and to section 5; operating instructions, includes instructions for an emergency power off the system. This is a final report.